Event description:
Valve thrombosis of the on-x mitral valve prosthesis, an expected adverse event for a mechanical heart valve, and is valve-related per definitions in the aats/sts guidelines. Therefore, it is being reported. Comments from surgeon's operative notes: this was the 4th mitral valve replacement (mvr). Patient known to non-compliant with anticoagulation therapy. The patient presented with acute pulmonary edema in extremis. Leaflets were in mid-open position. Thrombus in hinge mechanisms. Emergency re-do mvr w/ onxm-25. Patient upon arrival required ventilation and inotropic support for return. Surgeon sent photos of the valve after explant. Patient recovered from the surgery.

Manufacturer narrative:
The surgeon confirmed that the material on the valve was thrombus, and he took photos of the valve. A follow-up report is not needed.